Event description:
This is a report of a colleague infusion pump with a damaged battery. It is unknown when the reported condition occurred. It is unknown if a patient was involved. No patient injury or medical intervention occurred. This device utilizes user interface module master software version 6.13.90 categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed, and reproduced during product evaluation. The assignable cause for the reported problem was determined to be faulty main batteries resulting from user error. The main batteries and battery harness were replaced to correct the reported condition.

Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).